Event description:
A report of an overinfusion of insulin was reported while using a colleague infusion pump. The pump was programmed for 100 units of insulin to be in a solution of 100ml, concentration of 1u/ml, the dose was 3u/hr and a rate of 3 ml/hr. The infusion ran for just over one hour and the pump indicated 4 ml was delivered but the 100 ml bag was empty. The patient was given a concentrated dextrose solution (d50) and was able to drink orange juice. No injury occurred but the patient's blood sugar was monitored in ICU. The results were not released. The patient was discharged but the date is not known. The in house bio-med department tested the pump and found it to meet specifications.